Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic tibial component loosening and periprosthetic tibial bone fracture (left) age at primary: (B)(6). Primary asa: p2 - mild disease not incapacitating. (B)(6).